Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that left ventricular (lv) lead exhibited possible loss of capture and high capture threshold of 5v (volts) with pacing output fixed 3.5v. Technical services (ts) recommended further lv lead assessment. This lead remains in service and no additional adverse patient effects were reported.